Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No traces of moisture were noted at the keypad traces, electronic assemblies or motor assemblies. The insulin pump was received with a broken reservoir tube lip, cracked case at the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a blank display and a crack. The customer stated that he received an alarm to change the battery and afterwards the display would not turn back on. The customer stated the crack was at the top of the reservoir compartment. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.